Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 and occlusion issues were verified, but the load fill tubing issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that occlusion alarms occurred and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.